Event description:
Information received indicates the head of the stretcher will not lower to the flat position.

Manufacturer narrative:
The technician isolated the issue to a bent head released handle, preventing the head section from lowering into the full down position. The technician replaced the release handle to repair the bed.